Event description:
It was reported that a pump alarmed for an upstream occlusion when no occlusion was present. The device was tested with room temperature water at a rate of 200ml/hr for 50ml. Approximately 2 minutes into the test infusion, the pump alarmed for a false upstream occlusion. The customer used an alcohol swab to clean the tubing track and sensors at position 2 and 3 and the alarm still occurred. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Review of the device history log confirms that the pump alarmed for an upstream occlusion during an infusion programmed at a rate of 200ml/hr for 50ml. The evaluation confirmed the lower reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. With low ultrasonic readings, the device will be more sensitive to upstream occlusion and air-in-line alarms. The failed upstream sensor was replaced.